Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cause of the phenomenon, (1) ¿front panel blackout¿, was the faulty power supply unit. Additionally, the cause of the phenomenon, (2) ¿average flow rate was not up to standard¿, was the faulty first regulator unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high flow insufflation unit had occasional automatic power outages on the front panel. The issue was found during preparation for use. The intended therapeutic procedure (hernia treatment) was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a defective power unit. The device evaluation also found the average flow rate was not up to standard due to the defective 1st regulator unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.